Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy pca pump would not turn off or stop. No adverse patient effects were reported. Per reporter no further information is available at the moment.